Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Clarification to d9-date is when device photo was received. Reason for reoperation: "destroyed implant shell" photo analysis visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed.

Event description:
A healthcare professional reported "destroyed implant shell."this record relates to the left side. Device was replaced with non-abbvie device.